Manufacturer narrative:
A ge rep evaluated the system and reseated the heater board connectors. The system operates as intended.

Event description:
The customer reported that the sys would not make an exposure. This resulted in no live image being displayed. There is no report of injury or death associated with this event.